Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-137910 is a concomitant. Please refer to manufacturer report number 2016493-2025-137901, 2016493-2025-137908 which captured the correct suspect device per investigation report.

Event description:
It was reported there was a medication error where the piggyback ivig bottle was still full while 500 ml primary bag of d5ns was empty. The event occurred from 21:35 ¿ 23:00 there was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a medication error where the piggyback ivig bottle was still full while 500 ml primary bag of d5ns was empty. The event occurred from 21:35 ¿ 23:00 there was patient involvement but no harm.